Manufacturer narrative:
H.6. Investigation: samples were received and an investigation was performed. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. 14 retention samples were tested for clogs and all passed. The returned samples did not show the reported defect. Bd was not able to duplicate or confirm the indicated issue hence the root cause is undetermined. H3 other text: see h.10.

Event description:
It was reported that 5 pen needle 32gx4mm 14 pack experienced an inability to or difficult priming prior to use. The following information was provided by the initial reporter: five pen needles were noticed with air occluded during priming. Defected product wasn't used.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 5 pen needle 32gx4mm 14 pack experienced an inability to or difficult priming prior to use. The following information was provided by the initial reporter: five pen needles were noticed with air occluded during priming. Defected product wasn't used.